Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. The cause of the cracked lid cannot be conclusively determined. It is likely that something hard or another device came in contact with the lid due to user handling. The instructions for use includes the following statements: chapter 3 inspection before use, 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. ·the lid is not cracked, broken, or otherwise damaged.

Manufacturer narrative:
Field service engineer (fse) went on site to repair the cracked lid. Fse replaced lid. Equipment was repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. No covers were removed, so no electrical safety check was performed. Evaluation is ongoing. Supplemental report(s) will be submitted when any information will be available.

Event description:
As reported for this event, the device lid was cracked. There is no reported harm to any patient.